Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance by giving pump reset information and helping the caller reset the pump. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.